Event description:
The customer reported that while processing antibody screening plates on summit the customer reported that no sample was observed in well c8 in plate ka0910, and no sample was observed in h6 of ka0909. No error was reported. No death or serious injury was associated with this incident.